Event description:
The manufacturers representative reported that the patient had been experiencing increased spasticity. At refill, the estimated reservoir was 3.0cc and the actual was 15.3ml. A follow up report will be sent when additional information is received.